Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator hinge intermittently failed to open. At times, it functioned normally, but on other occasions, it did not open.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device cables were misaligned. A field service engineer (fse) manually failed the smart remote manager, reseated all cables to ensure secure connections, and had the customer perform recovery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.